Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there were an under-infusion and required hcp reprogramming (pump alerts end of infusion of the programmed vtbi) despite a residual volume in fluid container. After programming pump to deliver a certain vtbi over a certain time, the infusion device alarms to alert hcp that the infusion has completed despite there being a residual volume in the burette set/buretrol. The programmed vtbi 70ml but pump alerts for end of infusion 55ml despite 15ml residual volume in fluid container. No direct patient impact as infusion devices are programmed by hcp who ensure even the residual volume is infused to full end of infusion. There was patient involvement.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2022-117023, which captured the correct suspect device per investigation report.

Event description:
It was reported that there were an under-infusion and required hcp reprogramming (pump alerts end of infusion of the programmed vtbi) despite a residual volume in fluid container. After programming pump to deliver a certain vtbi over a certain time, the infusion device alarms to alert hcp that the infusion has completed despite there being a residual volume in the burette set/buretrol. The programmed vtbi 70ml but pump alerts for end of infusion 55ml despite 15ml residual volume in fluid container. No direct patient impact as infusion devices are programmed by hcp who ensure even the residual volume is infused to full end of infusion. There was patient involvement.